Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was in surgery today with the hcp to have her ins replaced due to end of service (eos). Upon opening the pocket the hcp discovered an infection surrounding the battery and lead tails. The hcp swabbed it, removed the paddle lead and battery and sent it off to be cultured. The hcp believes it¿s due to a systemic infection of the patient. The hcp planned to treat the patient with antibiotics and reevaluate an implant of a new system in 6 months. The entire device has been explanted and is no longer in-service. The issue was resolved.